Event description:
A customer reported recurring occlusion alarms since (B)(6), with increased frequency recently. This issue was associated with the customer's blood glucose level exceeding normal limits, reaching 566 mg/dl. The customer addressed the high blood glucose level by administering a correction bolus via the pump and manual injections, changing the infusion set and cartridge, and then resumed insulin delivery.